Event description:
It was reported that a 51-year-old caucasian female who underwent an unknown breast surgery with a mentor memorygel, 375cc breast implant, experienced bilateral capsular contracture, grade IV on the left side, and unknown on the right, and bilateral breast mass post procedure. As a result, patient scheduled for removal on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con unknown grade, breast mass. Manufacturer¿s reference number: pc-(B)(4).